Manufacturer narrative:
Updated field : b4 , g3 , d9, g6 , h2 , h11 , h6(investigation findings, type of investigation, investigation conclusions,component code), corrected field : d5 ,e2 , e3 , e4 , e1 ( initial reporter , event site email , event site address , event site city ), g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the upper display board (d670-00-1183), label, upper inside badge (d334-00-1809) and label, prod ID,cardiosave hybrid (d334-00-1810-01)was defective and replaced the part. After the repair the issue did not reoccur and the unit was returned to the customer. The failure analysis and testing dept. Received the following part p/n: 0670001183 c, s/n: (B)(6), pcba upper display, with a reported unit failure of screen display error during inspection. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed p/n: 0670001183 c, s/n: (B)(6), pcba upper display in the cardiosave test fixture s/n: (B)(6) and tested to factory specifications per cardiosave manual number 0070-00-0639 revision r. The failure analysis and testing department performed the functional test for approximately one hour and could not reproduce or verify the reported screen display error. Retaining the pcba upper display monitor in the fat department per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1:(B)(6).

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), screen display had an error and appeared red, there was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the upper display board was defective and replaced the part. After the repair the issue did not reoccur and the unit was returned to the customer.

Event description:
It was reported that during inspection work, the cardiosave intra-aortic balloon pump (iabp) had a screen display error. There was no patient involvement reported.